Event description:
It was reported during remote follow up that the right ventricular lead exhibited oversensing of noise. The lead was capped on (B)(6) 2025 and successfully replaced. There were no patient consequences.

Event description:
Additional information received noted that the patient was experiencing discomfort due to extracardiac stimulation from the right ventricular lead.